Event description:
Caller reported a rapid drop in battery charge of 80% over a short period, but there was no adverse impact to the customer's blood glucose level. The issue occurred earlier in the day and did not cause any unexpected shutdowns. Customer reported that the pump is now functioning normally.